Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# nlh042650n serial# implanted: explanted: product type accessory product ID 97755 lot# serial#(B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the circumstances that led to the long charge time/charging issues was the battery and connectivity paddle was bad. Both devices were replaced. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller is a snowbird in az and does not have a doc he sees in az. Pt's managing doc is in nd and the caller did not know the spelling of doc's name. The pt states he spoke to manufacturer representative (rep) two weeks ago and the pt states he and the rep believe the pt's pc battery needs replacing. Caller states that he noticed two weeks ago that the time to charge his ins has doubled and it is slow and he cannot go past %70. The caller did not note seeing any messages on his pc. Advised that it is unlikely the issue is the pc (pt controller) battery. The pt had called after pt services hours . Pt will call tomorrow and will have external product ready to use/charge for troubleshooting. No patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the li-battery pack is "losing its strength". Pt explained that since (B)(6)2021 or (B)(6)-2021, he has to recharge the ins every 2-3 days. Pt states that he previously was able to go 6 days without charging. Pt reports that when he does recharge, he can only get the ins to recharge up to 70% until they stop and try resume the next day, and can get the ins charged to "95%". Pt confirmed the recharger telemetry module (rtm) relay box was previously getting warm, and the pins on the rtm cord were not damaged. Pt states that it takes him 45m to get from 0-70%, when it previously took him 45m to get 0- 100% charged for the ins. Pt states that he has had groups added onto the programming, which patient services reviewed would impact how quickly the charge depletes for the ins. There were also a few times where the controller did not respond to the patient's demand and has not powered on, they had to reset the controller to get it to power on. The controller kept shutting off. A replacement rtm and battery pack were sent out. No symptoms were reported.